Event description:
A report was received that the pt was experiencing pain in her back and waist area when her stimulation was turned on. The physician believes that the pt's pain is device related and may need some time to heal because she had recently been implanted. The pt was prescribed prednisone.